Manufacturer narrative:
Lot number: this report contains allegations against lot number dr17l12036 and an unknown lot number. The single-use device for one (1) event was not received for evaluation by baxter; therefore, baxter was unable to perform a device evaluation. However, the customer reported that the bag was sent to a non-baxter lab for evaluation. The lab identified particulate matter in the bag. The lab identified the particulates as silica acrylonitrile, butadiene, styrene terpolymer, inorganic material and aluminosilicate clay. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that there was particulate matter in two (2) 150ml intravia empty containers. These events were identified prior to use. There was no patient involvement. No additional information is available.